Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a stent "jumped" during deployment. The lesion was located in the femoral artery. The lesion details are unknown. The epic biliary nitinol stent was advanced to the lesion and "jumped' upon deployment. The stent was not positioned as intended. The procedure was completed with this device. No further patient injuries or complications were reported. The patient status is reported as "good." Further information was requested, but is not available.